Event description:
Boston scientific received information that this lead exhibited rising impedance and threshold measurements. As a result this lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.